Event description:
It was reported that the patient died one day after implant of a cardiac resynchronization therapy defibrillator (crt-d). The cause of death was reported as unknown with the device not suspected as the cause. A cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. (B)(4).